Event description:
On 12-aug-2025, the user reported receiving occlusion alerts while using the ilet bionic pancreas. Troubleshooting advice was provided regarding potential causes and solutions, and a replacement infusion set was shipped. The user confirmed blood glucose was not affected during the event, and no hypoglycemia, hyperglycemia, or injury occurred.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.